Event description:
It was reported that they were getting low flow alert in an arctic sun device. They disconnected and reconnected the pads and the flow was still low. They filled the device. Confirmed they emptied the pads first. The device took about 1l of water then the flow was between 1 and 1.4lpm. Directed nurse to system diagnostics showed that the flow rate (fr) was 0lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 29 percentage. Pump hours were 879 and system hours were 3762. Disconnected pad, rotated the connector and reconnected the pads using proper technique. Flow rate (fr) was 0.3-0.4lpm. Pads going through a grommet but did not appear to be kinked or twisted anywhere. Stopped therapy, disconnected pads, and placed device in manual mode. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 72 percentage. Reconnected pads. Flow dropped to 0.3lpm. Suggested replacing pad and disabled manual mode.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The DHR review could not be performed without a lot number. Correction: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting low flow alert in an arctic sun device. They disconnected and reconnected the pads and the flow was still low. They filled the device. Confirmed they emptied the pads first. The device took about 1l of water then the flow was between 1 and 1.4lpm. Directed nurse to system diagnostics showed that the flow rate (fr) was 0lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 29 percentage. Pump hours were 879 and system hours were 3762. Disconnected pad, rotated the connector and reconnected the pads using proper technique. Flow rate (fr) was 0.3-0.4lpm. Pads going through a grommet but did not appear to be kinked or twisted anywhere. Stopped therapy, disconnected pads, and placed device in manual mode. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 72 percentage. Reconnected pads. Flow dropped to 0.3lpm. Suggested replacing pad and disabled manual mode.